Event description:
Complainant alleged that during a routine shift check by a clinician the device would not display ECG baseline on the monitor screen. The complainant indicated that there was no pt involvement in the reported failure.

Manufacturer narrative:
Only the board serial #2733 was received by zoll technical service for evaluation.